Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date manufacturer became aware of the event d6: explant date: two years ago. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn:m365sc8416700. Model:sc-8416-70. Serial:(B)(6). Batch: 7074002. UDI:(B)(4). Product family: scs-lead fixation-MRI. Upn: m365sc43190 model: sc-4319 serial: na batch: sc-4319 UDI:(B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to methicillin-resistant staphylococcus aureus (mrsa). No other information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date manufacturer became aware of the event. D6: explant date: two years ago. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI upn:m365sc8416700 model:sc-8416-70 serial (B)(6): batch: 7074002 UDI:(B)(4). Product family: scs-lead fixation-MRI upn: m365sc43190 model: sc-4319 serial: na batch: sc-4319 UDI:(B)(4). Investigation results the implantable pulse generator (ipg), spinal cord stimulator (scs) lead and clik anchor were not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to methicillin-resistant staphylococcus aureus (mrsa). No other information could be obtained.